Manufacturer narrative:
October 12, 2015 07:56 am (gmt-4:00) added by (B)(6): (B)(4). Investigation of the actual device is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
"At the regular surgery, assembled the circuit, completed priming for the oxygenator, and then the extracorporeal circulation started with no problem. Checked the blood transmission area before finishing the extracorporeal circulation and it was found that the blood was leaking from the filter of dialysis lock connector. As it was just before finishing the extracorporeal circulation, the oxygenator was not replaced and the extracorporeal circulation was finished. The surgery was ended successfully. No adverse effects on the patient." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the product for investigation. A tightness test was performed in the laboratory of the manufacturer. Thereby a leakage from dialysis valve could be confirmed. Furthermore a device history record was performed. Thereby no references were found, which are indicating a nonconformance of the product in question. The failure is already known to the manufacturer and has been thoroughly investigated under CAPA (B)(4). The investigation under CAPA (B)(4) identified that the failure is caused by tolerance interferences in current design. Maquet cardiopulmonary will implement corresponding action steps regarding the design and tolerance criteria's of the dialysis port. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4), (B)(6).